Manufacturer narrative:
Additional information - b5. Corrected data - d4 (model #), g4. Manufacturing evaluation: time schedule for the investigation: on october 23, 2020 we received the information about an incoming complaint for the progav 2.0 shunt system. The sample is not available for investigation, december 10, 2020. Reason of complaint: "blockage". Manufacturing and quality control data: we have only received the product data and the product itself is not available for an investigation. The shunt system was inspected as article fv440t. All parameters are inspected and signed during the manufacturing process. All parameters have been assessed as meeting specifications. Result: an investigation was not possible because no product was sent for investigation. As described in scientific literature, in the treatment of hydrocephalus with shunts, the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid and over-/under-drainage. Due to violent shocks from the outside (accident, fall, etc.) The integrity of the shunt may be endangered. However, we cannot finally clarify what influenced the product condition, as this would require an examination of the shunt system. Based on our documentation however we can exclude a defect at the time of release. The progav 2.0 shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complaint device was not available to be returned to the manufacturer for evaluation. No additional information was provided to the manufacturer by the complainant.

Manufacturer narrative:
The product for investigation has not yet reached us. When additional informations are provided, a follow up will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. Three months after the product was implanted, it was found that the valve was blocked. Additional informations will be provided in a follow up.